Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The investigation was unable to determine a conclusive cause for the reported material deformation. Since it was reported that the physician determined the diameter of the stent implant was too large for the vessel during procedure, it should be noted that the supera instructions for use (idu) states: the stent should not be oversized > 1 mm. Appropriate stent sizing is critical. It is unknown if the deviation to the IFU contributed to the reported material deformation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. A supera stent delivery system was selected for the procedure. The sds was advanced to the lesion and at that time it was determined that the diameter of the stent implant was too large for the vessel. However, the physician decided to use the supera sds anyway. During deployment of the stent the implant became elongated to the point that 2 centimeters of the stent came out of the sheath. Surgery was performed to cut off the portion stent outside the lesion and the remainder of the stent implant remains in the patient. No additional information provided.